Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: vanguard dcm tibial bearing cat#: 183862, lot#: 413770. Biomet 360 tibial tray with ti locking bar and screw cat#: 185201, lot#: 489420. Biomet smooth knee stem with screw cat#: 145026, lot#: 974240. Biomet 360 offset adaptor with screw cat#: 185212, lot#: 869810. Vanguard 360 ssk posterior femoral augment cat#: 185343, lot#: 675300. Vanguard 360 ssk distal femoral augment cat#: 185403, lot#: 120300. Vanguard 360 ssk distal femoral augment cat#: 185403, lot#: 675300. Biomet smooth knee stem cat#: 145004, lot#: unk. Biomet 360 offset adaptor with screw cat#: 185212, lot#: 869810. Biomet 360 tibial augment cat#: 185221, lot#: 147150. Biomet 360 tibial augment with bolts cat#: 185221, lot#: 2577939. Unknown biomet knee patella cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11086, 0001825034-2017-11088, 0001825034-2017-11089, 0001825034-2017-11090, 0001825034-2017-11091, 0001825034-2017-11092 , 0001825034-2017-11093, 0001825034-2017-11094, 0001825034-2017-11095, 0001825034-2017-11096, 0001825034-2017-11097, 0001825034-2017-11098.

Event description:
It was reported that the patient underwent left total knee replacement two years after initial left knee arthroplasty due to unknown reason.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no indication that patient has any zimmer biomet components implanted into the right knee.